Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp indicating the cause of the ins replacement was possibly due to high impedances around contact 8.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial #(B)(4)) revealed that the ins battery had reached normal end of life with telemetry and output okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. The patient weight was updated. It was noted that the high impedances became normal once the battery was replaced. The issue was resolved. No further complications were reported as a result of this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A healthcare professional (hcp) reported that the patient¿s ins depleted early. The ins was explanted. No medical symptoms were reported. No further complications are anticipated. The patient was implanted for parkinson's dual and movement disorders.